Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2022, it was reported that the patient's infusion set's tubing snapped off/detached from the tubing connector. No further information available.